Event description:
It was reported that on (B)(6) 2008, a xience stent was implanted in a de novo, proximal, right, coronary artery (rca) and the patient at a follow up physician visit on (B)(6) 2012, complained of chest pain [angina] daily starting in (B)(6) 2012. An angiogram was done with findings of in-stent restenosis. The patients troponin level was normal and an electrocardiogram found no myocardial infarction. The patient was hospitalized on (B)(6) 2012 and a percutaneous coronary interventional procedure was completed with total revascularization obtained. The symptoms resolved the next day and the patient was discharged home. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the product was not returned. The reported patient effects of angina and restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.